Event description:
It was reported that during a shift check, the autopulse platform displayed a user advisory 7 (discrepancy between load 1 and load 2 too large) message upon power up. The biomed pulled the lifeband completely up but the message did not clear. No patient involvement was reported. No further information was provided.

Manufacturer narrative:
The product in complaint was returned to zoll on 03/12/2014 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.

Manufacturer narrative:
Investigation results for the returned platform as follows: visual inspection of the returned platform showed no visible damages. A review of the archive was performed and the reported complaint of the platform displaying a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) message upon power up was confirmed. The archive data shows that numerous ua 7 faults occurred on the reported event date of (B)(6) 2014. Functional testing was performed and the reported issue of a ua7 message was verified. Upon power up of the platform, a ua7 message was observed. It was found that one of the load cells was not functioning. Based on the investigation, the part identified for replacement is the load cell. In summary, the reported complaint of the platform displaying a user advisory 7 (discrepancy between load 1 and load 2 too large) message upon power up was confirmed based on the archive review and during functional testing. The fault was found to be due to the non-functioning load cell. Upon replacement of the load cell, the platform passed all testing criteria.